Event description:
The customer reported that the camera failed and prevented the live images from being displayed. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera was replaced. The system was then found to be operating as intended.